Event description:
The following has been reported by customer: "problem: staff indicated pump was broken. Action: brought pump down to shop and plugged in. Started alarming, battery charge alarm present. Unplugged pump, stopped alarm, plugged back in and entered service menu, attempted to run battery test, alarmed disconnected battery. Took battery out and plugged back in. Entered service menu again and tried to run battery test. All time values showing as 00:00 (hh:mm). Possibly needs battery replaced. Resolution: replaced defective power supply board , tested ok. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The device was not returned to brézins as repairs were carried out locally. According to provided information, the power supply board has been changed that solved the issue. The power supply board was sent to brezins for further investigation. Once in brezins, nothing was noticed during external visual check. Following visual inspection, cross-tests were performed. The reported event was reproduced with an error 17 triggered after a full charge. This complaint is considered as valid, and the root cause is likely due to a defective power supply board. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal.